Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 1250 mcg/ml at 7.7mcg/day via an implantable pump for unknown indications for use. The patient's was also taking 400 mcg oral baclofen. It was reported that the patient had a catheter revision after a failed dye study and the patient was back to baseline pain symptoms 4 months after pump implant in (B)(6). The patient stated that the pain in their legs was back to baseline. It was unknown if any environmental/external/patient that may have led or contributed to the issue. Diagnostics/troubleshooting performed included an attempted dye study in november and they were unable to aspirate the catheter at that time and unable to do a dye study. The patient was then referred for a catheter revision and the pump was put to minimum rate. Actions/interventions taken included an attempted increased dose 4 times without improvement in his legs. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included intractable spasticity.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 30-mar-2025, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.